Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported a no delivery alarm on customer's insulin pump. Customer's blood glucose was 500 mg/dl. She treated with a manual injection. Customer had already resolved the issue, so troubleshooting was not done. Nothing further reported.